Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing and pacing inhibition with asystole less than two seconds. A new lead of a different model, was successfully implanted. No additional adverse patient effects were reported.